Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified saline implants smooth and suffered from generalized illness symptoms. The patient experienced experiencing all the signs and symptoms of breast implant illness, suffering extreme hair loss and fatigue for life, alopecia since 2018, insomnia, anxiety, dry skin and hair, sharp pains especially in the right breast, slow healing, 2019 joint pain and night sweats, tingling in left arm when lying down, ringing in ears, constantly swollen and sensitive lymph nodes, headaches, decreased libido, and water retention in legs and ankles. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.